Event description:
It was reported that during a gastric banding procedure, there was leakage. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed, the device was returned fully functional, and meet specification. A leak test was performed on the balloon with a successful result and no leak was found. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. Therefore it is unlikely that a manufacturing issue contributed to the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.